Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is not receiving stimulation therapy. Diagnostics indicated out of range impedance values on all lead contacts. Surgical intervention is to be undertaken at a later date to address the issue.